Manufacturer narrative:
This report is filed may 17, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. Subsequently on (B)(6) 2016, the patient was administered general anesthesia to facilitate the removal of the abutment. The implanted device remains.